Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4). The provider states the red light will come on and stay on without alarming at 17505 hours. The provider states the unit is on, but no o2 output.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the audible alarm not to function and the compressor had low output causing low o2, which confirmed the original complaint issue.

Event description:
(B)(4). The provider states the red light will come on and stay on without alarming at 17505 hours. The provider states the unit is on, but no o2 output.